Event description:
It was reported that during a laparoscopic gastric bypass procedure, unformed staples were noticed in the middle of the staple line while closing the jejuno-jejunal anastomosis. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Premature sled movement, damaged one piece sled, damaged cartridge. Additional information was requested and the following was obtained: on what tissue type was the device used? Bowel at what location on the tissue? Jejuno-jejunal anastomosis. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Sixth. What color cartridge was being used? White. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition, a photograph was returned for review and it is believed that the combination of double layer of thicker than usual jejunum caused an overstressed condition causing the cartridge channel and staple cartridge to deflect. Results, the middle section of staples missed the anvil and did not form.